Event description:
It was reported that there was a lead safety switch (lss) on the right ventricular (rv) lead due to high, out-of-range pace impedance values of greater than 2000 ohms. The field representative also noted intermittent oversensing. Boston scientific technical services (ts) was contacted, and ts discussed programming options. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that there was a lead safety switch (lss) on the right ventricular (rv) lead due to high, out-of-range pace impedance values of greater than 2000 ohms. The field representative also noted intermittent oversensing with pacing inhibition. Boston scientific technical services (ts) was contacted, and ts discussed programming options. The device and rv lead were later replaced. The tip of the rv lead was surgically abandoned in the septum post-extraction. No additional adverse patient effects were reported.